Manufacturer narrative:
One image was received for evaluation that appeared to show sheath damage; however, the results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detachment could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, the soft tip of the sheath detached during insertion into the left atrium. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Fluoroscopy and echography confirmed that no portion of the detached sheath was left in the patient.